Event description:
There was no device failure, malfunction or complaint reported. The pt was undergoing a coronary artery bypass procedure. Approximately 20 minutes into the cardiopulmonary bypass, the pt's left arterial line pressure decreased. An abnormality in the aorta noted by transeophageal echocardiography. An aortic dissection was confirmed at stamotomy. Circulatroy arrest was achieved, and a section of the aorta was repaired using a graft. Add'l info is pending from the attending surgeon, and has been requested.